Manufacturer narrative:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. The cause of death was not provided. No additional details were provided. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation via email to the nhs (national health service) (sbs.apinvoicing@nhs.net) on 06/30/2025, 07/03/2025, 07/09/2025. No response was received. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. The cause of death was not provided. No additional details were provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.